Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to water and the display went blank. Customer's blood glucose value was 203 mg/dl. He was advised to have the customer discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.